Event description:
It was discovered on chest x ray that a patient's nasogastric tube had fractured while in place. Device was not being manipulated at the time and was discovered by chance when the patient had an x ray to investigate brief periods of o2 desaturations. Patient required an egd(esophagogastroduodenoscopy) procedure to remove the 9cm end of the ngt(nasogastric tube) that had fractured off of the tubing. Internal review by nursing team determined that tube was used appropriately by the nursing within the standard for tube management. Foreign body removal of fractured nasogastric tube; 10 french and 43 inches with enfit connector.